Event description:
It was reported to boston scientific corporation that an obtryx transobturator curved mid-urethral sling system was used during a procedure on an unknown date. According to the complainant, the patient experienced complications, but the specifics are unknown. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
The reported lot number, 0ml7032901, could not be verified. Therefore, the manufacture and expiration dates cannot be determined.